Manufacturer narrative:
Per t: slim x2 user guide (with cgm integration): transmitter battery lasts approximately 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter had been in use for longer than three months. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support. No additional patient information was available.